Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier would not open, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found the primary failure of failed intuitive motion to be related to the customer reported complaint. The instrument exhibited imprecise motion. One of the grip tips does not open or close properly. The instrument failed the clip test. The clip does not fully close onto the test tubing. Common cause of this failure is attributed to mishandling/misuse. The instrument was found to have a loose grip cable at the distal end. Although initial investigation determined most probable common cause to be a component failure, after additional investigation that included the inspection of the clamping pulley. Hairline cracks were found on grip input shafts. Common causes of cracked instrument input disks are typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The complaint regarding the medium-large clip applier not opening was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier would not open. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.